Event description:
Meter was reading inaccurately high. The patient was obtaining results in the 300's and 400's. The patient was on a month long hiking trip. When the patient obtained the high readings, patient hiked to a small town and went to the emergency room. The patient was exhausted and dehydrated, which could be symptoms due to high blood sugar, or because of the hiking. The patient performed a meter to lab comparison. The meter result was 288 mg/dl and the lab result was 144 mg/dl. The tests were done within 10 minutes. The patient was kept in the hospital for several days for observation. The patient was treated with IV fluids. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. The patient did not have control solution to test the meter. Based on the information provided, there is evidence of a meter malfunction. However, there is insfufficient evidence that the meter contributed to a serious injury. The patient is being sent a new meter.